Manufacturer narrative:
The following fields were updated with corrections: d4. Model #: p310nus. D4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection and functional testing performed. It was confirmed that the CPAP dial was damaged, confirming the customer's indicated failure. However, the root cause was unknown. The flow dial knob was replaced to correct the issue. The device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the flow dial has a malfunction. Event occurred before patient use, during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. E1: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.